Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose level. Customer's blood glucose value was 32mg/dl. Customer's current blood glucose value is 185mg/dl. Customer treated with food. Customer stated that the drive support cap was normal. Customer reported that the insulin pump was not worn during a medical procedure around an magnetic resonance imaging. Insulin pump will not be returned for analysis.